Manufacturer narrative:
Results: the 5max ace was fractured approximately 57.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging, the 5max ace was fractured and not used. Evaluation of the returned device confirmed it was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the 5max ace is manipulated forcefully at an angle during removal from the packaging, damage such as this may occur. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found fractured and was not used. The procedure continued using a new 5max ace catheter.